Event description:
It was reported that following the deployment of the angio-seal, a small hematoma appeared and manual compression was applied. The pt was then transferred to medicine service and received all the required recommendations. Eight hours later, the pt felt intense pain while in the toilet. The pt had a hematoma and surgery was performed. The surgeon did not find any angio-seal components in the artery or the puncture site. The pt later had a blood transfusion.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg. Requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. A search of the database revealed no training record for the user. The angio-seal device instruction for use (IFU) state that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedure. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.